Manufacturer narrative:
Analysis of the returned neurostimulator model 37714 ,serial # (B)(4), showed no significant anomalies and was functionally okay. Good, stable output was seen on electrode pairs the ins had when received. Normal impedances were observed.

Event description:
It was reported that impedances were tested last week on and everything looked fine. Impedances were not checked before the procedure. It was reported that while in the or the manufacturer representative (rep) found that the 8-15 port was giving them trouble. It was noted that everything besides 11 was showing greater than 40,000 ohms. The multi lead trialing cable (mltc) was used and the ohms came back okay. A new implantable neurostimulator (ins) battery was implanted. It was noted that all impedances were normal with the second battery that was opened. Additional information received on (B)(6) 2014 reported the ins was implanted and explanted on (B)(6) 2014. It was confirmed that the ins was briefly in the pocket, but the incision was never closed. The patient was not in a clinical study. The device was reportedly replaced with a manufacturer product. It was reported that during intraoperative testing, impedances were out of range, greater than 40,000 ohms on multiple contacts in 8-15 channel. The lead was tested in the mltc to confirm it was not a lead issue. The lead was reportedly cleaned, and suction was held to the 8-15 port. However, there continued to be out of range issues (either all but contact 11, or limited to 9, 10, 14, and 15). It was reported there was never a full normal reading with the 8-15 port. The ins was replaced with an alternate ins and all impedances were normal. No patient death was reported. The patient recovered without sequelae. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.